Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the cartridge arrived in the packaging without a cartridge tubing and luer lock connector. There was no impact to the customer's blood glucose level. A new cartridge was successfully loaded to address the event.